Event description:
Event determined to be reportable based on device analysis approved 04/20/2007:it was reported that during a drug-eluting stenting procedure of the 75% stenosed and severely calcified lesion located in the severely tortuous mid left anterior descending (lad), the taxus liberte 20mm x 3.50mm stent delivery system (sds) was unable to cross the lesion. Another of the same device was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "good." Returned device analysis revealed stent damage.

Manufacturer narrative:
Visual examination of the returned device revealed proximal stent damage. The stent struts were severely misaligned. Proximal stent damage is consistent with the device meeting some form of restriction on withdrawal. The directions for use (dfu) state that if unusual resistance is felt at any time during lesion access prior to stent implantation, the stent system and guiding catheter should be removed as a single unit. A review of the device history record (DHR) for this batch number found that the device met its material, assembly, and product specifications. The most probable root cause was unable to be determined.